Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion device did not provide any alert or error messages. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was returned for product evaluation.